Event description:
"S/p b subgl infra mcghan gel implants for augmentation. Pt had 260cc on r and 2nd smaller volume from prior breast bx and 235cc on l. Other than firmness r more than l, pt felt things were fine until recent mammogram showed rupture on r. Pt has h/o closed capsulotomy, unsuccessful approx 10 yrs ago - no other trauma. Can't tell if r is smaller but it has been softening recently. Pt has systemic c/o's including arthralgias (+ fh) with am stiffness, myalgias, dysesthesias, spasms, sleep disturb, hot flashes, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, sen to sun/cold/chem, cp (dx'd with hh), choking sen, wgt gain, constipation and increased frequency. Most sx's are mild and pt feels these could be reasons for many of the sx's (menopause etc). Pt is otherwise healthy."